Event description:
Customer reported that the suture broke five days following surgery. The surgical site subsequently dehisced. The patient was returned to surgery for repair.

Manufacturer narrative:
Date sent to the FDA: 08/21/2008. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.